Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test 7.9%. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lens and a worn downstream occlusion (dso) seal and upstream occlusion (uso) seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a contaminated expulsor assembly. As a result, the expulsor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.